Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this right ventricular lead revealed the patient received an inappropriate shock due to noise causing oversensing. There was no pacing inhibition greater than two seconds asystole. In addition, high out of range impedance measurements were displayed. A lead revision procedure was performed it was impossible to remove this lead; the lead was deactivated. The shock coils of a previously surgically abandoned lead (model 0128 sn (B)(4)) were re-activated and a synchronous shock verified the shocking coil integrity. An additional right ventricular pace/sense lead (model 4097 sn (B)(4)) was implanted. No further patient symptoms were reported. Subsequently, approximately four years later, this lead was explanted due to oversensing and returned for analysis. Reportedly, the shock portion of the lead was not deactivated and remained in use. No asystole was reported as a result of the oversensing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured near the end of the distal end of the lead yoke area. In addition, the helix is stretched and blood/body fluid were noted in the lead lumen and throughout the helix mechanism. Insulation damage was noted at several areas of the lead. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.